Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 51mm unipolar unitrax head. The unknown standard v 40 sleeve was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer

Event description:
It was reported that unipolar hip was in and patient suffered a fall which caused a periprosthetic fracture in which a plate and cables were implanted. After a follow up appointment, the surgeon thought there may have been an infection so he decided to revise. Intraoperatively, the surgeon commented that he did not think there was infection but cultures were taken and the head and sleeve were explanted.